Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements remaining within normal limits with a value of 120 ohms. In addition, high threshold values were noted. This rv lead has been successfully explanted and replaced. After the procedure the physician confirmed there was calcification on the lead. This rv has not been returned for analysis. No additional adverse patient effects were reported.